Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that despite delivering multiple correction boluses, the patient's blood glucose levels rose to 390 mg/dl while wearing the pod between 4 and 24 hours. An occlusion alarm was also reported with the third correction attempt. Patient stated the cannula dislodged from the infusion site (abdomen). Additional method of treatment was not provided.

Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the dislodged cannula could not be determined. The original download data generated an 0x14 alarm, indicating an occlusion. Timeouts were also found in the original download data. During investigation, the pod was successfully paired to a pdm, and completed priming and a 5u bolus. The re-run data did not show any timeouts or drive stalls and did not generate an alarm. The drive mechanism components were closely inspected and no damages or defects were found. No evidence was found that would result in the generation of the 0x14 alarm; a root cause of the 0x14 alarm could not be determined.